Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope did not display an image during an unspecified procedure. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8,h2,h3,h6,h11, the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is traced to component failure. The charged coupled device (r-unit) was broken and therefore the image was not displayed should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.